Manufacturer narrative:
Distributor provided evaluation and repair.

Event description:
It was reported by the distributor that there was reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.